Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following the good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. B5: describe event or problem - updated. H6- device codes - updated.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the faradrive steerable sheath clear. A farawave catheter was inserted into the faradrive steerable sheath clear and air was visible in the faradrive steerable sheath clear. After several attempts to remove the air, the faradrive steerable sheath clear was replaced. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis. It was further reported a pump was used for irrigation. A saline leak was observed from the hemostatic valve. A merit guidewire and previously reported farawave catheter had been inside the faradrive steerable sheath clear prior to and/or at the time air was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following the good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the faradrive steerable sheath clear. A farawave catheter was inserted into the faradrive steerable sheath clear and air was visible in the faradrive steerable sheath clear. After several attempts to remove the air, the faradrive steerable sheath clear was replaced. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the outer and inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available following the good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the faradrive steerable sheath clear. A farawave catheter was inserted into the faradrive steerable sheath clear and air was visible in the faradrive steerable sheath clear. After several attempts to remove the air, the faradrive steerable sheath clear was replaced. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. It was further reported a pump was used for irrigation. A saline leak was observed from the hemostatic valve. A merit guidewire and previously reported farawave catheter had been inside the faradrive steerable sheath clear prior to and/or at the time air was observed.